Event description:
The customer reported that the sys would not save images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.